Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 64001, product type: adapter; product ID 3550-29, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of neurostimulator model 37612, serial # (B)(4), showed no anomalies and passed final functional testing. Good, stable output was seen on electrode pairs as received. No recharging issues were observed and matched those of a known good implantable neurostimulator (ins). It was noted that the reported issues were consistent with the ins upside down in the pocket. Analysis of pocket adaptor model 64001 showed no anomalies. Analysis of boot/plug accessory model 3550-29, serial # (B)(4) showed no anomalies.

Event description:
It was originally reported on (B)(6) 2013 that the battery charge efficiency of one of the inss remained at zero even after repositioning the charger. When the clinic attempted to recharge the inss, one ins could be recharged successfully but the attempt failed with the other ins. An attempt was also made to communicate with the ins in concern by using a physician programmer and telemetry could be performed successfully. Telemetry was also possible with the charger but the charge efficiency remained at zero and did not improve. An arrangement was made to lend a charger owned by the clinic to the patient so that the patient could recharge the devices this evening and see how it works. The patient used the other recharger for more than a week but the efficiency did not improve. The patient was receiving therapy but the recharging efficiency was still low. It was noted that the issue was with the right ins. The device could be recharged to a certain extent when it was recharged for approximately 2 hours. The device was recharged to 25% on (B)(6) 2013. A (B)(6) operation was scheduled to see if the ins can be recharged. The battery charging was going to be verified intra operatively. The patient underwent surgery on (B)(6). The device was removed from the patient and recharged. It was confirmed that the maximum charging efficiency of 8 was achieved. The implant depth was likely the cause. The patient had a strong distrust toward the product so the device was replaced with a non-chargeable ins. No abnormal impedance values were measured and the surgery was completed.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that the battery was not charging well. It was noted that the date of the incidence was (B)(6) 2013. It was noted that the outcome was resolved on (B)(6) 2013. It was noted that the implantable neurostimulator (ins) in question was replaced by a new device since it was not charging anymore. It was noted that it was considered as a matter of depth of implantation. It was noted that no issues were found in the implanted implantable neurostimulator (ins). Additional information received reported that there was defective charging. Additional information received reported that implantable neurostimulator (ins) charging was not possible and hence had been replaced with a primary cell. It was noted that there was a charging failure. It was noted that determining the causal relationship to malfunction or adverse event was implantation. It was noted that the date of implantation was (B)(6) 2013. It was noted delayed onset dystonia. It was noted that the first device was implanted at the left subclavian and the second device was implanted in the right subclavian. It was noted that there was a malfunction/adverse event. It was noted that there was a reason for repair or replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that there were not complications and complications were not severe. Whether the event was serious or not was unknown. There was "no health damage" and was "non-serious" per re-investigation with no changes from previous.